Event description:
Complaints text (B)(6) 2018 08:32:51: flamev1 attempted to contact the customers next of kin at the numbers listed on the account and the number provided in email, both numbers are no longer in service. The solutions team will make no further attempts to reach the customers next of kin and will close this request at this time complaints text on (B)(6) 2018 12:13:22: erp_rfc_user related svn (B)(4). Complaints text on (B)(6) 2018 12:12:27: edwarl3 sms (B)(6) was notified of customer's passing by spouse (B)(6). Email from: (B)(6) sent: friday, (B)(6) 2018 8:28 am to: (B)(6) subject: re: (B)(6). Thank you for bringing this to our attention. Acct has been updated. Notified rs prs investigation and closure board and rs death report (B)(6) patient financial services from: (B)(6) sent: thursday, (B)(6) 2018 2:37 pm to: (B)(6) subject: (B)(6). Hi, I was working the text box and received a text from customers spouse (B)(6) advising that her husband (B)(6) passed away (B)(6). If any further questions she can be contacted at (B)(6). Always by your side, (B)(6) supply management specialist / supply management team medtronic diabetes group / diabetes service and solutions (B)(4) medtronic.com / facebook / linkedin / twitter / youtube. Let¿s take healthcare further, together. I reached out to complete the deceased report, but number provided was no longer in service. I called the number on file but it just rang. A final attempt will be made at another time. I marked the account inactive. Communication preferences were already updated. I updated the warranty date to reflect the date of passing.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 3.18e. Insulin pump not received stuck in manufacturing mode. Insulin pump received with duracell quantum alkaline battery installed. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08705 inches. Unit had minor scratched display window, damaged (scratched) display window cover, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. Data analysis: (B)(6) 2017 daily total of all insulin delivered = 57.4; (B)(6) 2017 daily total of all insulin delivered = 58.7; (B)(6) 2017 daily total of all insulin delivered = 53.7; (B)(6) 2017 daily total of all insulin delivered = 54.3; (B)(6) 2017 daily total of all insulin delivered = 55.4; (B)(6) 2017 daily total of all insulin delivered = 51.325; (B)(6) 2017 daily total of all insulin delivered = 17.775.